Event description:
The national complaint coordinator (ncc) for intn'l affiliate received a complaint from a user facility involving the patient control module (pcm). According to the facility, while connected to the basal/bolus infusor, the system over-infused during patient use. The device was filled with 100ml of medication (0.2% ropivacaine hydrochloride hydrate 88ml, fentanyl citrate 12ml) and completed infusion in 24 hours. The facility also reported that the flow restrictor was kept at the same location as the device and the device was kept at a temperature of 30c. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been received at the manufacturing facility, therefore, the investigation has not yet been completed. A follow-up report will be submitted, upon completion of the investigation.